Event description:
This study aimed to compare the risk of vascular complications while using either the transfemoral (tf) or transcarotid (tc) approach for transcatheter aortic valve replacement (tavr)s in severely obese patients. 539 patient were split between two cohorts: 454 patient received the transfemoral approach and 85 patients received the transcarotid approach. Patients receiving the tf approach had large bore (greater than 12f) access sites managed using suture-based closure devices (prostar, 1 proglide, and 2 proglide devices) and a collagen-based closure device under local anesthesia. The 85 patients that received the tc approach had access sites managed using surgical cutdown under general anesthesia. A significant decrease in vascular complications was observed in the tc group compared to the tf group (3.5% vs 12%). There were no statistically significant differences between groups regarding in-hospital all cause mortality and life-threatening/major bleeding events. The causes of underlying vascular complications for both groups were cited in supplementary material table s3. 56 complications were listed; however, 5 of the 56 complications were due to closure device failure treated with stent implantation. Notably, the vast majority of patients undergoing the tf approach were closed using proglide devices (n=308) compared to the other suture based- closure device, prostar (n=142). The use of prostar devices are associated with poorer outcomes in terms of bleeding and vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled "transcatheter aortic valve replacement in obese patients: procedural vascular complications with the trans-femoral and trans-carotid access routes.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of procedure estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional prostar devices reported in the article are captured under a separate medwatch report. Attachment: article titled, transcatheter aortic valve replacement in obese patients: procedural vascular complications with the trans-femoral and trans-carotid access routes.